Event description:
Consumer reported a tampon came apart upon removal and pieces remained inside her.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.